Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Coolseal trinity disposable received: visual inspection was performed, and the device worked as intended. Functional testing was executed and passed without any findings. The device was able to seal and cut correctly. Jaw gap test, jaw force test and jaw splay test were performed as well and passed. Hence the complaint can't be confirmed. This observation will be monitored and trended. The device met the manufacturer´s specifications.

Event description:
It was reported that on may 27th during a cool seal procedure , the physician reported that while sealing close to the uterus , the coolseal jaws were positioned curved towards the uterus and the tip perforated the uterus causing bleeding. The physician switched to a 3rd party device to complete the case. Patient was reported doing fine. No other information is available.

Manufacturer narrative:
This event has been assessed as a serious injury and not as a device malfunction. Please refer to corrections in this document.